Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that their implantable neurostimulator (ins) had been switched off without any known interactions. The patient only reported having their (B)(6) close to the device while watching tv. The ins was implanted in the patient's abdomen. No patient complications were anticipated.

Event description:
Additional information received from a manufacturer representative reported that the implantable neurostimulator (ins) was able to be turned back on. No power on reset (por) messages were displayed. The patient was receiving therapeutic effect at 60 percent when they previously had 85 percent improvement. The issue was resolved after activating the ins.

Manufacturer narrative:
Mfg site ID was updated to (B)(4) additional review determined the following. Patient code was not related to this event: (B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient had harm. The implantable neurostimulator (ins) stopped and the patient developed obsessive compulsive disorder with depression. The ins was not going to explanted.